Event description:
It was reported a device detachment occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Following deployment, the closure device prematurely released from the core wire of the wds. The device remains implanted slightly distal with a 2.4mm gap on the mitral side. The physician will monitor the gap to see if it heals on its own. The patient may be brought back for further intervention with coils if necessary. No patient complications were reported, and the patient was discharged.